Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the device did not inflate upon first inflation and the balloon ruptured. Subsequently, a pinhole was seen on the device. The device was then simply removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was good post procedure.